Event description:
It was reported that the right ventricular lead appeared to be dislodged on xray. The pace/sense portion of the lead had been previously capped. The lead that was being used as the pace/sense was removed along with the right ventricular lead and both were replaced with a new defibrillation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the proximal conductor of the lead developed a fracture due to flexing while in vivo, and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 407645 implantable pacing lead, (B)(6) 2006; 4092-58 implantable pacing lead, (B)(6) 2007; explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.